Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results confirmed that device (b) was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon testing of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure. The analysis results confirmed that device (c) was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device c additional information: batch # unk, expiration date: unk, manufacturing date: unk. The analysis results confirmed that device (d) was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon testing of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device d additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure. The analysis results confirmed that device (e) was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon testing of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device e additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure. The analysis results confirmed that device (f) was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon testing of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device f additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure. The analysis results confirmed that device (g) was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon testing of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device g additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure.

Event description:
It was reported that during a gastric bypass procedure, all of the trocars became leaky. One trocar lost the white cap of the headpiece in case it was so loose. It expended significantly more co2 than normal. Another device was used to complete the procedure. There were no adverse consequences for the patient.